Event description:
Report received from the (B)(6), stating that the device had an air leak, which was observed during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).